Event description:
The customer reported a pepcid ivpb was infusing "very fast". The infusion was stopped, the pump was changed and the medication was infused as expected. No patient harm no medical intervention required. No additional patient or event information was provided.

Event description:
The customer reported a pepcid ivpb was infusing "very fast". The infusion was stopped, the pump was changed and the medication was infused as expected. No patient harm no medical intervention required. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.